Manufacturer narrative:
The investigation determined that a higher than expected vitros tsh result for a non-vitros qc sample had occurred. Root cause could not be determined, although unexpected vitros tsh reagent performance could not be ruled out entirely as a contributing factor. The investigation did not find any evidence to suggest that the vitros eci analyzer had malfunctioned, although unexpected analyzer performance could not be ruled out entirely as a contributing factor as the customer did not complete two marker precision tests as intended during the investigation.

Event description:
The customer observed a higher than expected vitros tsh result for their non-vitros level 3 qc sample processed on a vitros eci immunodiagnostic system. Qc level 3: vitros tsh result of 41.02 miu/l vs. Expected vitros tsh result of 26.6 miu/l. Biased patient results of the direction and magnitude observed could lead to inappropriate physician. No patient results were reported out, and there was no allegation of harm as a result of the event. (B)(4).